Event description:
Initially, jjpi rec'd the complaint on 04/28/98. However, there was no detail to the incident until 07/31/98. At the time, there was enough information to determine that the incident was reportable. The surgeon reports that the inlay was changed after two years. Jjpi's german affiliate has stated that the tibial insert was explanted due to polywear and that the surgeon has no recollection of the details of the case.